Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had tricuspid valve repair and closure of right femoral arteriovenous fistula, sequelae of arrhythmology catheterization procedure. The patient needed 9 units of packed red blood cell transfusions and 5 units of fresh frozen plasma. Ultrasound showed left ventricle at end diastole diameter of 54 mm and ejection fraction 25%, aortic valve had an inconstant opening indicating mild aortic insufficiency (vena cava 4 mm). Mitral insufficiency from double jet (central and intra posterior leaflet). The right ventricle was slightly dilated with longitudinal and radial systolic dysfunction. There was moderate tricuspid insufficiency (sequelae of valve repair), no stenosis, systolic pulmonary pressure 30 mmhg. Central venous pressure 5¿10 mmhg.